Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information to date after calls to end user 11/01/24 and 11/06/24. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in over delivery of pressure during a case. There was no patient injury.

Manufacturer narrative:
The end user lubricated the o2 flush button to resolve the issue.